Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer was disconnecting at the t:lock and was not performing the air removal step. Tandem technical support educated the customer that disconnecting at the t:lock and not performing the air removal step is off label per the tandem user guide. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 318 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. The tandem pump user guide instructs the user to remove any residual air from the cartridge.